Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the contour next one meter with serial # (B)(6) as 10-may-2016. The correct device manufacture date is 15-may-2016. Section h4 has been updated with this information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The model # was not provided.

Event description:
The customer from belgium reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit were sent to the customer.